Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2012, an elevate anterior and apical prolapse repair system was implanted. On (B)(6) 2012, during examination, mesh was visible in the bladder wall on the patient's right side. It was reported that "mesh was determined to be the anterior/bladder neck fixation arm which was probably placed through the bladder wall at the time of the original implant." The mesh was "cystoscopically removed."